Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no. Complaint confirmed: no. Design related: no. Notify safety: no. Capas in place: n/a. Conclusion & approvals: additional approval(s) req'd: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Other regulatory notification: product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required: no. Final confirmation status: not confirmed. Aqrt review req'd: no.

Event description:
Broke out in small bumps and blisters. They were red and elevated. [Blister], painful area where she broke out [pain], looked like a diaper rash [rash], did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product. [Intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) year old female consumer started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) lot number: l44153, expiration date: may2018, at one heat wrap applied to her right and middle of back from (B)(6) 2016 to (B)(6) 2017 for back pain. Medical history was none. Concomitant medication included ongoing naproxen sodium (aleve) at one tablet by mouth once when needed started probably one year or six months ago for back pain. Consumer experienced bumps and blisters to the right side of the middle of her back that wrapped to the area under her right breast after the use of this product on (B)(6) 2017. These bumps were painful and she wore loose fitting clothing because when clothing or anything brushed up against the area and irritated that area, it was painful. It looked like a diaper rash. They were red, elevated and were painful. Hopefully, this would not leave a scar. Currently this condition was ongoing and worsening. She mentioned that she hurt her back at work in (B)(6) 2016, and she used one out of this box in (B)(6) 2016. She did not have any of these experiences at that time. She used the product (B)(6) 2017, and had these experiences. She used thermacare one hour that day. She had one unused product left out of this box. The color of the box she purchased was red. She was not currently under the care of a physician for any medical condition. She classified her skin tone as medium. She did not have sensitive skin. She did not have any abnormal skin conditions. The patient used thermacare one day in a row, and used about one hour per day. She had not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. She contacted a receptionist or nurse's desk at the doctor's office. She had not seen the doctor as of yet. No treatment was received for the events. She pealed it off like she normally had done. The product was sealed and she did not notice any damage to the product. She was uncertain as of now, but she assuming that her experience was related to this product. The area affected was exactly where the product was on her body. The action taken in response to the events of the product was permanently discontinued. The outcomes of events were not resolved. The outcome of did not check her skin under the product while wearing thermacare was unknown. According to product quality complaints: the root cause category is non-assignable (complaint not confirmed). The consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Process related: no. Complaint confirmed: no. Design related: no. Notify safety: no. Capas in place: n/a. Conclusion & approvals: additional approval(s) req'd: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Other regulatory notification: product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required: no. Final confirmation status: not confirmed. Aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2017): new information received from product quality complaints included: investigation results. Follow-up (15feb2019): follow-up attempts are completed. No further information is expected. Follow-up (12jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events blister, pain, rash and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events blister, pain, rash and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.